Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. No sample was returned for analysis and no lot number was provided. An analysis of trends for complaints of this nature showed the no trends that would conclude the product did not meet specification, perform as intended and/or identify a root cause. No further actions are required, and the complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the end user developed redness and itching under the tape collar of the skin barrier approximately 2-2.5 months ago. Ultimately, the reddened area spread under the entire area of the skin barrier and encircled the stoma and began to blister. The end user's peristomal skin was examined by her primary physician, who made no recommendations. The end user then spoke to her colorectal surgeon and was issued a prescription for stomahesive® protective powder and an antifungal (nystop) powder. After approximately one week of use, the end user saw no improvement to the area. The end user was eventually examined by her colorectal physician and the area was diagnosed as an adhesive allergy. The end user was advised to discontinue use of skin barrier and to use a barrier with no adhesive.